Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's ipg would no longer communicate with the patient programmer. As such, surgical intervention was undertaken to explant the ipg. The ipg was implanted in (B)(6) 2016.

Event description:
Follow-up identified the patient's ipg was explanted and replaced with a new ipg. Stimulation was restored following the procedure.